Event description:
It was reported that when an infusion is completed, the pump defaults to keep vein open (kvo). However, the kvo rate may be much higher rate than the infusion such as a cardiac drip, insulin, or pitocin for example. Although requested, no additional information was provided.

Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. A review of the april 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿the keep vein open (kvo) rate may be much higher rate than the infusion¿. Based on the crb review and the limited information provided no further investigation actions will be performed. The root cause for the reported issue that the keep vein open (kvo) rate may be much higher rate than the infusion such as a cardiac drip, insulin, or pitocin was not determined because no product or device logs were returned. The reported issue that the keep vein open (kvo) rate may be much higher rate than the infusion such as a cardiac drip, insulin, or pitocin was not confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient impact was reported. By design the active kvo rate does not exceed the infusion rate even though the data set default kvo rate may have been set higher.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that when an infusion is completed, the pump defaults to keep vein open (kvo). However, the kvo rate may be much higher rate than the infusion such as a cardiac drip, insulin, or pitocin for example. Although requested, no additional information was provided.